Manufacturer narrative:
(B)(4). Journal article: benefits of short-term or prolonged as compared to standard 1 year dapt in patients with acute coronary syndrome treated with drug-eluting stents: a meta-analysis of 9 randomized trials authors: monica verdoia, elvin kedhi, harry suryapranata, giacomo frati, giuseppe biondi-zoccai, giuseppe de luca journal: journal of thrombosis and thrombolysis year: 2020 reference: doi.org/10.1007/s11239-019-02033-2 there is no established or suspected causal relationship between the device and the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted. An updated meta-analysis and indirect comparison of randomized trials was performed, comparing shorter vs extended dapt duration in acs patients undergoing percutaneous coronary interventions with des. The aim was to assess the potential benefits of both a shorter-term (3¿6 months) or prolonged (> 12 months) dapt vs the standard tra ditionally recommended 12 months among acs patients treated with pci with des. Three randomized clinical trials and six study sub-analysis were included, comparing alternative (short-term or prolonged) dapt vs 1 2 months in post-acs, with a total of 15,738 patients. Resolute zotarolimus-eluting stents (zes) were among the drug eluting stents used in the studies. Clinical outcomes across all studies included death, cardiac death, major bleeding complications, myocardial infarction, stent thrombosis, cerebrovascular events, and major cardiovascular ischemic events (mace: per study definition).